Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1ftr4, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received by a manufacturer representative (rep) from a healthcare provider (hcp) who indicated that a patient with an implantable neurostimulator (ins) developed an infection after implant. The patient was placed on antibiotics and the implanted system was removed. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported there was no ins, but that they were an advanced evaluation trial patient. It was unknown if they had recovered from the infection. No further information reported.